Event description:
Patient reported back to back test readings on patient's ss meter were 40, 10 and 15 mg/dl (>15 mg/dl difference). Tests were done within 10 minutes of each other using different finger sticks. No symptoms were reported. Patient confirmed the above information on follow-up. The ss meter was replaced (by a fasttake). Lfs representative reviewed qc procedures for both the ss and ft meters. There was no allegation of harm.